Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Customer changed cartridge and infusion set to address the issue.